Manufacturer narrative:
Concomitant products: product ID 377760, lot# n0037466, implanted: (B)(6) 2005, product type lead; product ID 377760, lot# n0029964, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# n0029964, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 377760, lot# n0037466, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: neu_ins_stimulator,product type: implantable neurostimulator. Product ID: 355531, product type: screening device. (B)(4).

Event description:
Additional information received reported that during the procedure, the patient had high impedance issues, where every contact was out of range (greater than 10,000 ohms). The leads were replaced and the impedance issues cleared. It was noted there were no visible lead fractures. A new battery and a new trial cable were used to confirm impedances were out of range before replacing the leads in the procedure. The patient was reportedly doing well now and receiving effective therapy.

Event description:
It was reported the patient was having the implantable neurostimulator (ins) replaced due to expected eri and the manufacturer representative (rep) checked impedances prior to replacement. Some of the impedances were greater than 3600 ohms, but 3600 ohms was not present on all combinations. The patient was reportedly feeling stimulation prior to surgery. Additional information has been requested, but it was not available at the time of this report. A supplemental report will be sent if any additional information is received.